Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (anterior flail) contributed to the reported slda. The increased mr is likely due to the reported slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, the patient underwent a second mitraclip procedure to treat the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). Two additional clips were successfully deployed, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted anterior flail. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1. On (B)(6) 2019, the patient returned for a follow up, and it was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Additional treatment was not performed. No additional information was provided.